Event description:
The account found that the head end of the bed would drift into trendelenburg.

Manufacturer narrative:
The account found that the gas springs were weak causing the drift. The account replaced the gas springs to repair the bed.